Event description:
It was reported that the right atrial (ra) lead exhibited noise during pacing system analyzer (psa) measurements. Troubleshooting was performed but there was no improvement. Moreover, physician suspected lead failure. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Noise allegation was not confirmed as the lead segment resistances measured normal. Microscopic inspections of the terminal pin assembly and electrode body found helix is retracted and blood or body fluid in the helix housing. Laboratory analysis did identify electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead exhibited noise during pacing system analyzer (psa) measurements. Troubleshooting was performed but there was no improvement. Moreover, physician suspected lead failure. A new lead was implanted. No adverse patient effects were reported.